Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening, brown particles material was found on the shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp, wear abrasion and stress marks. Based on the device analysis, the final assessment is one opening crease sharp in the side radius assessed as fold flaw opening.

Event description:
Healthcare professional reported a right side "possible rupture" and capsular contracture, baker grade IV. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "possible rupture" and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side "possible rupture" and capsular contracture, baker grade IV. Device remains implanted.